Event description:
It was reported that the tip broke off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair diagnostic codes were identified: outer tube damage, un-repairable. This does confirm the alleged failure mode of [long end of scope is snapped off]. Probable root cause: excessive force applied by user. Poor mate between cannula and scope. Poor fit between scope needle and cannula. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.